Event description:
Customer reported an unexpected positive result when testing a sample with a known rh negative sample on the galileo. The sample was re-tested and resulted as expected.

Manufacturer narrative:
Review of results: plate (B)(4), (B)(6) 2011 @ 0449 contained sample (B)(6) in wells a5 and b5: well a5: neg result / 15 reaction strength- visually neg. Well b5: 2+ result / 51 reaction strength- visually pos. The sample was retested on plate (B)(4) on the same galileo using the same reagents: well e1: neg result / 15 reaction strength- visually neg. Well f1: neg result / 23 reaction strength- visually neg. Customer was asked to replace the reagent probe and check for discoloration in the tubing where the probe is seated. Customer reports that the tubing above the reagent probe was discolored. Customer at their own discretion has cut the tubing that was discolored and reconnected the probe. The tubing is very short. A service call was made. Replaced pipettor supply tubing for 4 left probes and right reagent arm. Replaced all four sample probes. Resolution: build up of contamination in probe supply tubing and on probe ends where they are connected to tubing. The instrument was tested and is operating within specifications.